Event description:
It was reported that a malfunction alarm, identified as malfunction code 12, occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to continue using the current pump and switch to an alternate method if necessary. Tandem technical support arranged for a replacement pump with updated software to be shipped to the customer, confirmed the shipping address, and provided instructions on storage mode and pump programming. The customer was instructed to return the faulty pump using a pre-paid return box within ten days to avoid being billed and was informed about connecting their continuous glucose monitor to the new pump. The customer understood and acknowledged all instructions.